Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: detection of subclinical transient fluid accumulation during pregnancy in a patient with an implantable cardioverter defibrillator and optivol fluid monitoring algorithm. International journal of cardiology. 2016;214:163-165. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding this patient's implantable cardioverter defibrillator (ICD). The article stated that the patient's device set off the fluid index crossing alarm. Of note, the patient was almost eight weeks pregnant. The patient was contacted by the clinic by phone and no cause was identified through patient interview as the answers to the questions were negative, possibly indicating a "false positive" alarm. The patient was also asymptomatic; no additional actions were taken. The fluid index crossing was "closely monitored." The article also noted that during the pregnancy, thoracic impedance values "kept decreasing." However, there were no further events during the rest of the pregnancy. The patient delivered a healthy boy and there were no complications reported as a result of this event. The status of the device is unknown, but appears to be still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.